Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the right atrial lead was repositioned for unknown reasons. No patient symptoms or additional case information was reported.